Event description:
It was reported that pump over infused during preventive maintenance testing. The customer stated that the pump was programmed to deliver 50 ml at a rate of 200ml/hr and 102.5 ml was delivered. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. A flow rate test was performed, per the spectrum preventive maintenance procedure, and found to deliver within spec. The device also passed add'l flow rate tests. Additionally, upstream occlusion and downstream occlusion tests were performed per the spectrum preventive maintenance procedure with the unit passing. The device also passed add'l upstream and downstream occlusion testing. At this time, the date of event is unk.